Event description:
Information was received that a smiths medical ventilator has a manometer needle that will not move. No patient injury resulted.

Manufacturer narrative:
One pneupac parapac plus was returned for analysis in good condition. Upon visual assessment the battery cover was noted to be cracked. Fifty pounds per square inch (psi) of air and patient circuit was connected to the unit to perform initial check. The manometer was operating as intended. Functional testing performed; no discrepancies noted. A one hour test run was performed; noting functional manometer. Based on the evidence, the root cause was not found as the complaint was not confirmed.